Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted retroperitoneal lateral partial nephrectomy surgical procedure using an xi system, an operating room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the endoscope horizon/orientation was incorrect. The customer reseated and replaced the endoscope; however, the issue persisted. The tse offered to guide the team through reseating the camera again, but the or team declined and also opted not to reboot the system. No related errors were noted in the system logs. The procedure was continued as planned with no report of patient injury.